Manufacturer narrative:
Update to b5. Correction to h6; device code, type of investigation, investigation findings, and investigation conclusion. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode(s) is not required at this time. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Through extensive complaint investigations, central regurgitation events post-deployment with or without report related to leaflet mobility for the s3, s3u, and s3ur valves have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events has historically been due to patient and/or procedural factors (malposition, slow recovery of blood flow, leaflet impingement due to calcification or guidewire, over-inflation, post-dilation, and/or under-expansion). The reported event of central regurgitation has been confirmed based on the information available to date. Any updates or additional findings will be submitted in accordance with FDA reporting requirements. The cause of regurgitation varies depending upon multiple factors. Typically, mild regurgitation is not unusual after initial valve replacement and is usually tolerated by patients. Often moderate to high regurgitation requiring reoperation in the immediate post-operative period is due to patient and procedural related issues and is unrelated to the device. However, advances in valve design and bioprosthetic material have been made with the intention of reducing central leaks by providing more efficient hemodynamics and longer tissue durability. It is possible that one or more patient/procedural factors identified in the technical summary may have been present and contributed to the complaint event. However, due to insufficient information, a definitive root cause is unable to be determined. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required. In the case for the great vessel perforation, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results suggest/indicate that procedural factors (rapid initial balloon inflation during valve deployment did not allow sufficient time for pigtail catheter retraction, potentially leading to interaction within a constrained aortic root and resulting in valve frame impact against the aortic wall at the stj) caused or contributed to this event.

Event description:
As per medical discussion, rapid initial balloon inflation during valve deployment did not allow sufficient time for pigtail catheter retraction, potentially leading to interaction within a constrained aortic root and resulting in valve frame impact against the aortic wall at the sinotubular junction (stj).

Manufacturer narrative:
Per the instructions for use (IFU), cardiovascular injury including hematoma, perforation or dissection of vessels, ventricle, atrium, septum, myocardium or valvular structures that may require intervention are known potential adverse events associated the overall transcatheter valve replacement (tvr) procedure and may require intervention. According to the device training manuals, risk factors for aortic dissection, cardiac/aortic hematoma, or annular rupture during the tvr procedure include significant valve over sizing, severely obliterated sinuses of valsalva, porcelain aorta and/or presence of bulky calcification, and narrow calcified sinotubular junction. In addition, advanced age, female gender, small body weight, and steroid dependency can also be contributing factors. The sapien transcatheter heart valve (all models) relies calcium to securely anchor in the landing zone. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times, the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve, and procedural success. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results suggest/indicate that patient and procedural factors caused or contributed to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Event description:
As reported by our edward affiliates in the united kingdom, during a transcatheter aortic valve replacement (tavr) procedure using a 23 mm sapien 3 ultra resilia valve via transfemoral approach, the valve was deployed at nominal volume and deployment was noted to be successful. Post-deployment, the patient experienced back pain with a gradual drop in blood pressure. An aortogram demonstrated central torrential aortic regurgitation. Intravenous fluids were initiated; however, blood pressure continued to drift, and echocardiography identified a pericardial effusion. A subsequent aortogram demonstrated a small, contained rupture at the level of the sinotubular junction/left coronary cusp. A pericardial drain was inserted with initial drainage of 400 ml, after which the patient experienced cardiac arrest and cardiopulmonary resuscitation was initiated; repeat echocardiography showed tamponade. Return of spontaneous circulation was achieved with blood pressure recorded at 105/60, the patient was responsive, and one unit of blood was administered. Repeat aortography showed no further leak at the level of the rupture; however, blood pressure again gradually declined with continued pericardial drainage totaling 600 ml. A further loss of output required another cycle of cardiopulmonary resuscitation, with subsequent response. Repeat echocardiography demonstrated tamponade affecting both ventricles with clot formation and very poor myocardial contractility. Surgical bailout was considered but not pursued, and a decision was made to palliate due to ongoing drainage of approximately 200 ml over 30 minutes with progressive hypotension despite transfusion support. The patient subsequently died.